Event description:
The customer reported separation, which occurred at the third port. There was no report of patient harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported separation, which occurred at the third port. There's no report of patient harm.

Manufacturer narrative:
The customer¿s complaint of tubing separated was confirmed. During visual inspection, it was noted that the vinyl tubing was completely separated from the distal smartsite inlet port near the male luer. Visual inspection under microscope noted that both sides of the vinyl tubing had no solvent applied at the engagement. The root cause of the customer¿s report was identified as a manufacturing issue due to no solvent being applied at the junction of the vinyl tubing.

Event description:
The customer reported separation, which occurred at the third port. There was no report of patient harm.